Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00261, 1221359-2022-00262.

Event description:
The consumer reported three false positive results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 using nasal swab samples. While performing the three antigen self tests on (B)(6) 2021, the consumer stated that she had a bloody nose in which blood transferred to the swabs during self testing. The consumer alleges that this may have caused the results to be inaccurate. Technical services (ts) advised that a small amount of blood present on the swab, giving the swab a pink color is acceptable. Ts also stated that if a swab contains a large amount of blood, than this would not be appropriate to use for testing. Ts further advised the consumer to seek confirmation covid-19 testing. The consumer stated she was symptomatic. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses unconfirmed false positive result 3 of 3.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 171597 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260/ lot 171597 and device part number 195-430wl / lot 169340.. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 171597 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.